Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "screw had backed out and was floating around the joint and so insert was revised". The exact implantation date was not provided, however, it was indicated that the reported device was implanted in 2001.